Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3888-33, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had pain at the lead and stimulator site. It was noted the patient wanted the system replaced with a pain pump. It was reported the patient found a healthcare provider that would remove the system.